Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects mitral regurgitation (worsening), heart failure (worsening), mitral valve injury (tissue damage) and death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to the challenging patient morphology/pathology due to previous aorta and bypass surgery, rotated heart, calcified annulus and thick leaflets, anterior leaflet tear, and procedural circumstances of difficult visualization. This event was further reviewed by an abbott vascular senior medical advisor and the reviewer concluded that there is no evidence of a device issue. The anatomy and the suboptimal imaging made grasping challenging and led to the reported leaflet tear and chordal rupture. The need for additional circulatory support and subsequent death are a result of the patient's underlying conditions and not the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system and additional mitraclip referenced are filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the clip (60516u126) was implanted, a further leaflet tear was noted which resulted in worsened mitral regurgitation that lead to heart failure and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The leaflet anatomy and imaging were challenging, and the patient had a (B)(6) mortality risk. The first clip delivery system (cds 60516u125) was advanced; however, grasping was difficult due to the anatomy. After approximately 2 1 / 2 hours of grasping, a chordal rupture and anterior leaflet (a2) tear was observed, and the mr increased to 4+. The cds was removed with the clip. The patient was difficult to manage hemodynamically due to the mr, and a balloon pump was placed. A surgical consult was performed, but refused. Two additional clips (clip 1: 60516u159, clip 2: 60516u126) were implanted, reducing the mr to 3-4. Grasping was difficult with both clips. An occluder was planned to be placed next; however, while advancing a guiding catheter for the occluder placement, it was noted that the anterior leaflet had torn almost in half and the mr had increased to 4+. The procedure was discontinued with no further treatment. The patient was left on the balloon pump; however, support was withdrawn and the patient passed away on the same day due to heart failure. In physicians opinion, the devices operated as intended; however, the overall procedure contributed to the death. No additional information was provided.